Manufacturer narrative:
A2. Patient age was not provided. A3. Patient sex/gender was not provided. B3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence will be sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: hammer, l.h., cernera, s., oehrn, c.r., yao, j., shcherbakova, m., hahn, a.g., little, s. And starr, p.a. (2026), stimulation and medication effects on subthalamic nucleus beta-band power in parkinson's disease: implications for adaptive deep brain stimulation. Mov disord. Https://doi.org/10.1002/mds.70261. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding stimulation and medication effects on subthalamic nucleus beta-band power in parkinson¿s disease: implications for adaptive deep brain stimulation. The following medtronic devices were used: 3389 leads, b35300r summit rc+s ins reported events: 1. One patient had one lead removed before enrollment because of infection.